Manufacturer narrative:
Other applicable components are : product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device has not help them at all and when they talked to their health care professional(hcp), the hcp thinks the wires has come loose.  No further complications were reported/anticipated at this time.